Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to an endoprotesis interventional procedure. The suture of the first proglide device was successfully pre-placed. Reportedly, the suture of the second proglide device was cut when it was tightened to lower the knot. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to a greater than 10fr sheath and the procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could be determined. Factors that may contribute to suture detachment during knot advancement may include, but are not limited to, pushing more than tensioning the rail limb, the lever deployed early or excessive suture tension. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.